Event description:
The patient was admitted to the hospital on (B)(6) 2013 due to shortness of breath and unexpected weight gain. On (B)(6) 2013 ultra filtration was started to reduce the patient's fluid gain and also to improve the patient's shortness of breath. The filter for the ultra filtration had to be replaced three times over a four day period. On (B)(6) 2013 it was noticed that the patient's urine color had changed to a dark maroon color. On (B)(6) 2013 it was noticed that the patient's dialysate had a pink tint. The medical team discontinued the ultra filtration on (B)(6) 2013. Based on the multiple need to change the filter coupled with the change in the patient's urine color...